Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported a healthcare professional first reported the event. The patient first started experiencing the issues at the end of (B)(6) and beginning of (B)(6).

Manufacturer narrative:
Country: (B)(6).

Event description:
Information was received from a manufacturer representative regarding a patient who was having trouble fully powering the implantable neurostimulator (ins) after the loading sessions. There were therapy/recharging issues. It was also reported there were three contact points (2, 8, and 15) greater than 10,000 ohms (one of which was greater than 20,000 ohms, contact 8). The contact points were not used within programming. It was also reported that the patient was starting to have trouble with loading and fully loading the battery, though, the patient had eight recharging blocks. In the beginning, the patient experienced a stinging feeling in the pocket/upper part of bottom (where the extension was located) from there it had been tunneled to the abdomen. The patient wears a tight corset around the abdomen. After switching from program b to program a and back to b (with the clinician programmer), he only felt a little with b while he "did feel before". Review of the data indicated that the ins was used for 16% of the time since the last follow-up that occurred on (B)(6) 2017. Based on the programming, nothing was observed that would cause this issue. Additional review of data noted that the ins had never been over discharged. Furthermore, the patient used the patient programmer to turn the stimulation on/off on several occasions since the last follow-up on (B)(6) 2017. Review of the recharge statistics indicated that the ins was being recharged as expected, within the expected timeframes. On (B)(6) 2017, it took the ins 2.5 hours to charge to add 50% of charge to the ins as expected. The ins was almost completely empty on (B)(6) 2017 and all the recharge sessions that followed were not long enough to charge the ins completely. It was recommended to instruct the patient to charge the ins until it's fully charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the issue resolved. The manufacturer representative received an answer from the nurse after she had seen the patient again. She reprogrammed the subcutaneous leads again and indicated that the system was working "good" again. There was no information regarding the applicable settings, etc. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.